Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. C51980-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression,"), migraine ("migraines / headaches") and pelvic pain ("pain/ pelvic pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, migraine and pelvic pain outcome was unknown. The reporter considered depression, device breakage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc(product technical complaints) incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device breakage ('1 shows that essure device is still there, and other cat scan shows fragments of the essure device are still there') in an adult female patient who had essure (batch no. C51980-not valid,c51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, depression, headache, flank pain, hematuria and chronic appendicitis. Concurrent conditions included vaginitis bacterial, left lower quadrant pain and vaginal discharge. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), depression ("depression") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal pain, depression and migraine outcome was unknown. The reporter considered depression, device breakage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the right side uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: bilateral ovarian complex cystic changes a component of which likely represents. Hemorrhagic. Cysts, consider radiographic follow-up in 6-8 weeks to confirm resolution. Concerning the injuries reported in this case, the following one was confirmed in patients medical records : pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patients medical records : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device breakage ('1 shows that essure device is still there, and other cat scan shows fragments of the essure device are still there / breakage') in an adult female patient who had essure (batch no. C51980-not valid,c51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, depression, headache, flank pain, hematuria and chronic appendicitis. Concurrent conditions included vaginitis bacterial, left lower quadrant pain and vaginal discharge. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), depression ("depression/ psych injury") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal pain, depression, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, device breakage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the right side uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: bilateral ovarian complex cystic changes a component of which likely represents hemorrhagic. Cysts, consider radiographic follow-up in 6-8 weeks to confirm resolution. Concerning the injuries reported in this case, the following one was confirmed in patients medical records : pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patients medical records : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event abdominal pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device breakage ('1 shows that essure device is still there, and other cat scan shows fragments of the essure device are still there') in an adult female patient who had essure (batch no. C51980-not valid,c51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhoea, depression, headache, flank pain, hematuria and chronic appendicitis. Concurrent conditions included vaginitis bacterial, abdominal pain lower and vaginal discharge. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), vulvovaginal pain ("vaginal pain"), depression ("depression") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginal pain, depression and migraine outcome was unknown. The reporter considered depression, device breakage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the right side uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2016: bilateral ovarian complex cystic changes a component of which likely represents hemorrhagic. Cysts, consider radiographic follow-up in 6-8 weeks to confirm resolution. Concerning the injuries reported in this case, the following one was confirmed in patients medical records : pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patients medical records : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: medical records received : event added- pelvic inflammatory disease. Event of device breakage updated as "1 shows that essure device is still there, and other cat scan shows fragments of the essure device are still there". Medical history and concomitant conditions and lab details updated. Reporter information, lot number added, patient details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. C51980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression,"), migraine ("migraines / headaches") and pelvic pain ("pain/ pelvic pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, migraine and pelvic pain outcome was unknown. The reporter considered depression, device breakage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received - lot number was added. Event injury updated to device breakage. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, depression, migraines / headaches, pelvic pain, vaginal pain were added. Patient information, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.